Event description:
During an atrial fibrillation procedure, there was bleed black through the inner dilator of the sheath as it was being inserted into the right atrium for a transeptal puncture. The procedure was successfully completed without replacing the device and with no adverse patient consequences.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing revealed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.